Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing of samples on other instruments were performed. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that in one run with evp the instrument has given false positive result for 8 hastv and sav. Customer always reviews the curves and false results has not been reported. Customer has rerun the samples with their other instrument and results are ok.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "evp - hastv and sav - fps". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument ct1108 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 11/15/2017. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing of samples on other instruments were performed. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that in one run with evp the instrument has given false positive result for 8 hastv and sav. Customer always reviews the curves and false results has not been reported. Customer has rerun the samples with their other instrument and results are ok.